Event description:
During an atrial fibrillation procedure, there were communication issues with the ensite velocity genconnect to amplifier cable resulting in cancellation of the procedure. The amplifier and display workstation were disconnected after 5 seconds of discharge during ablation using the catheter, and the amplifier alarmed. The ablation was continued after the amplifier was restarted. However, after starting the ablation, the amplifier lost contact with the display workstation again. It was assumed to be a catheter leakage. The catheter was replaced, the amplifier was restarted, and the ablation continued. However, the amplifier still alarmed and cut off contact with the display workstation. The procedure could not be continued and ended. There were no adverse consequences to the patient. It is alleged that the ensite velocity genconnect to amplifier cable was the cause of the issue. After replacing the ensite velocity genconnect to amplifier cable the issue was resolved and the following procedure was performed without issue.

Event description:
During an atrial fibrillation procedure, there were communication issues with the tacticath catheters resulting in a cancellation of the procedure. The amplifier and display workstation were disconnected after 5 seconds of discharge during ablation using the catheter, and the amplifier alarmed. The ablation was continued after the amplifier was restarted. However, after starting the ablation, the amplifier lost contact with the display workstation again. It was assumed to be a catheter leakage. The catheter was replaced, the amplifier was restarted, and the ablation continued. However, the amplifier still alarmed and cut off contact with the display workstation. The procedure was then cancelled. There were no adverse consequences to the patient. It was initially alleged that the ensite velocity genconnect to amplifier cable was the cause of the issue. However, later it was determined that the original ensite velocity genconnect to amplifier cable was functioning without issues. It is alleged that the issues that occurred during the procedure were due to the two tacticath catheters.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined. It was initially alleged that the ensite velocity genconnect to amplifier cable was the cause of the issue. However, later it was determined that the original ensite velocity genconnect to amplifier cable was functioning without issues.